Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 240 mcg/ml at 77.81 mcg/day and bupivacaine 25mg/ml at 8.105 mg/day via an implantable pump for unknown indication for use. It was reported that the hcp found a catheter issue at the time of pump replacement. The pump was replaced as it was reaching its end of service (eos) date. Environmental/external/patient factors that may have led or contributed to the issue were none. Troubleshooting/diagnostics performed was an unsuccessful catheter aspiration. A section of the 8784 was taken out and a new one was placed. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8784; serial#: (B)(6); implanted: (B)(6) 2019; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 26-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.